Manufacturer narrative:
The field service representative (fsr) evaluated the electronic pt gas system (epgs). The gas supply pressures were at: air 50 psi, oxygen (o2) 53 psi. The epgs went through the calibration process and passed. The fsr adjusted the fractionated of inspired oxygen (fio2) and the volume. The various values and system tracked accordingly. The system and gas logs were sent replaced the epgs as a precautionary measure. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) calibrated fine, but the sweep gas seemed to be moving on its own. The fracture of inspired oxygen (fio2) dropped from eighty to forty, then all the way down to twenty-one without the perfusionist (ccp) touching anything. The ccp also got an error message "gas system needs service". Per additional information from the field service representative (fsr), the customer also heard "crunching" noises when the unit was adjusted by itself. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.